Event description:
It was reported that a patient presented to clinic. Device interrogation revealed that their implantable cardioverter defibrillator (ICD) was in backup mode. No programming changes were performed. There were no patient consequences.

Event description:
New information received notes that the programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.